Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported troubleshooting related to the volume discrepancy included reading the pump for error messages/alarms. The cause of the volume discrepancy was assumed to be catheter blocked/not delivering. The rate was turned down in anticipation of possible shutoff. The patient was given an increase in oral baclofen and diazepam to see if oral medications could control symptoms; several problems wrong with pump. The issue was not yet resolved. The pump was not flipped at that time. The port was easily accessed. Refill procedure notes from (B)(6) 2017 provided by the hcp reported the reservoir part was accessed with a 22 gauge non-coring needle and 41 ml was aspirated from the pump. The expected aspirate was 5 ml. The pump was then refilled with 40 ml of gablofen 2000 mcg/ml. Logs printed and no alarms or stopped pump found. Technical support had confirmed the pump was functioning as programmed with no critical alarm or stopped pump. The question was if there was a problem with the catheter either being blocked or twisted and not allowing medication to leave the pump reservoir. The managing hcp was notified. The pump was reprogrammed to deliver 405.9 mcg/day in a simple continuous mode; 50% decrease per the managing hcps request. The low reservoir alarm date was (B)(6) 2017. The elective replacement indicator (eri) was 69 months. The next appointment was scheduled for (B)(6) 2017 at 15:40 with the managing physician to discuss spasticity and future plan. The intrathecal catheter level was c7-t1, and the pump location was in the right upper chest. The pump was programmed for flex dosing.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained gablofen with a concentration of 2000 mcg/ml at a dose of 813.5 mcg/day. It was reported a volume discrepancy was found at a refill on (B)(6) 2017. The actual reservoir volume was 41 ml, and the expected reservoir volume was 5 ml. The hcp did not believe the volume discrepancy could be related to a pocket fill. The discrepancy was not a result of a programming error. The pump was placed in the chest area per the hcp. The pump was filled on (B)(6) 2016. The hcp did believe the pump was secure in the pocket. The hcp stated the logs showed no issues with the pump. They were likely going to change the daily dose as the drug was refilled into the pump. The patient would likely be sent to consult with a neurosurgeon. The patient reported not feeling well, shoulder pain, stabbing pain, and ¿internal spasms¿.